Event description:
6 months after the primary surgery, the patient presented with pain due to collapse of the lateral tibial bone. During the primary surgery, the tibial component had been slightly undersized, and the patient had soft bone. The surgeon revised the tibial tray and insert, and implanted a stem extension along with tibial augments. The revision surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot 2316126: 24 items manufactured and released on (B)(6) 2023. Expiration date:(B)(6) 2028. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the available information, the collapse of the lateral tibial bone appears to be related to the combination of an undersized tibial component and poor bone quality observed during the primary surgery. While no systemic deficiency can be identified and the device history record review does not indicate any potential manufacturing-related issue, a definitive root cause cannot be conclusively established.